Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 85% stenosed lesion in the proximal left circumflex (plcx) artery. A 2.75x23mm xience xpedition drug eluting stent (des) was being advanced with resistance from the anatomy, when the delivery system shaft separated in 2 pieces before reaching the target lesion. The delivery system and stent were removed. There was no reported adverse patient effect and no clinically significant delays in the procedure. A new 2.75x23mm xience xpedition des was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation (shaft) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially medwatch report, the following information was received: the separated segment remained in the guiding catheter, so the delivery system and stent were removed with the guiding catheter as a single unit, without issue.